Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion - healthcare professional complaint about device longevity. No patient complications have been reported as a result of this event.